Event description:
This unsolicited case from (B)(6) was received on 23- mar-2017 from a medical doctor (obstetrician/ gynecologist). This case involves a (B)(6) female patient who received treatment with seprafilm and 13 days later developed peritonitis. Medical history was significant for underlying disease (surgery indication): twin pregnancy; concurrent condition before surgery: none. Past drugs and concomitant medications were not provided. On (B)(6) 2016, the patient underwent caesarean section and 1 sheet of seprafilm (form, route, indication, batch/lot number and expiration date: not provided) was applied once to the vesico-uterine pouch without use of sepralap or other medical device. On (B)(6) 2017, 13 days after the seprafilm placement, the patient developed severe peritonitis. The onset site of the event seemed to be obviously the application site of seprafilm (the onset site was widespread surrounding the application site). At the end of (B)(6) 2017, the event resolved. Corrective treatment: not reported. Outcome: recovered/ resolved. A product technical complaint was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore (B)(4) quality assurance is unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance the all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/(B)(4) pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by (B)(4) quality assurance at that time. Peritonitis: reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Additional information was received on 19-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 23- mar-2017 from a medical doctor (obstetrician/ gynecologist). This case involves a (B)(6) female patient who received treatment with seprafilm and 13 days later developed panperitonitis, hysterotomy wound infection and coagulation abnormality. The underlying disease (surgery indication) was: twin pregnancy (pregnancy (B)(6)). There was no concurrent condition before surgery, historical condition, diabetes mellitus, history of surgery, anaemia or radiotherapy. The allergic predisposition was bronchial asthma. The patient was a nonsmoker. The nutrition status was good and the preoperative condition was generally healthy. Past drugs were not provided. The concomitant medication included ritodrine hydrochloride (uteron) for underlying disease, ampicillin (viccillin) as prophylaxis of postoperative infection and heparin calcium for thrombosis prophylaxis. On (B)(6) 2016, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2016, the patient underwent caesarean section for twin pregnancy at pregnancy (B)(6), which was an elective surgery and 1 sheet of seprafilm (form, route, indication, batch/lot number and expiration date: not provided) was applied once to the vesico-uterine pouch (applied directly to the anastomosis site (hysterotomy wound)) without use of sepralap or other medical device. One (1) uterine incision was made. Midline incision was made at the lower abdomen. Transverse incision was made at the uterine body. Seprafilm was applied to the incisional wound and anterior side of the uterus. No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No pre-existing adhesion was observed and adhesiolysis was not performed during the surgery. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was not performed. No site was resected (removed). No pre-existing non-purulent inflammation or infection was observed in the incision sites. The incisions were anastomosed with hands (interrupted anastomosis). Both inner and outer layers were sutured vicryl plus (absorbable, synthetic, multi thread). The operative field was aseptic (clean). The length of laparotomy incision was 12 cm, and involved saturation of 3 layers. The first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (vicryl plus, interrupted suture). The skin was sutured by hands with absorbable, synthetic, mono thread (maxon). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 0.5 hours. The volume of haemorrhage was 1600 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. No second look laparoscopy was performed. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2017, at 05:30, 13 days after the seprafilm placement, after going to the bathroom, intense pain and tight feeling of the abdomen occurred, and an ambulance was called at 06:30. On arrival, patient's body temperature was 39.2 degree celsius (c), blood pressure was 111/62 mmhg, pulse was 132/min, and she had tenderness in the entire abdomen. A contrast-enhanced CT scan showed free air (+), and an image suggestive of abscess was observed in the anterior side of the uterus. She was hospitalized again on the day for treatment of the event. Peptostreptococcus and prevotella bivia were detected through intraperitoneal pus culture of for general aerobes and anaerobes. A diagnosis of panperitonitis due to hysterotomy wound infection was made, and re-laparotomy was performed on the same day. Panperitonitis was observed, while seprafilm was completely absorbed into the body and could not be removed. Total hysterectomy and intraperitoneal irrigation was performed with drainage. The event improved after this surgery. After the surgery, prothrombin time international normalised ration (pt-inr) was 1.51; activated partial thromboplastin time (aptt), 42.9 sec; fibrin degradation product (fdp), 39 mcg/ml; showing coagulation abnormality. The white blood cell (wbc) count was 0.9 x 10e3/mcl (normal range: 3.5-9), red blood cell (rbc) count was 341 x 10e4/mcl (normal range: 380- 500), mean corpuscular volume (mcv) was 104 fl (normal range: 60-101), platelet volume was 8.6 fl (normal range: 9-13), neutrophil percentage was 87.0% (normal range: 40-80), lymphocyte percentage was 9.3% (normal range: 20-50). The patient was re-examined and c-reactive protein (crp) was 23.2 mg/dl (normal range: 0-0.9), wbc count was 12.7 x 10e3/mcl, rbc count was 279 x 10e4/mcl, hemoglobin was 9.1 mg/dl (normal range: 11.3- 15.2), mcv was 101 fl, platelet volume was 8.9 fl, neutrophil percentage was 92.1%, lymphocyte percentage was 3.2%. Disseminated intravascular coagulation (dic) treatment including antithrombin (at)-iii preparation and thrombomodulin alfa (recomodulin) was performed. The same day, treatment with intravenous meropenem (meropen) at a dose of 1.5 g daily and intravenous immunoglobulin human normal (glovelin I) at a dose of 5000 mg daily was initiated for panperitonitis and hysterotomy wound infection. The patient entered in an intensive care unit (ICU). On (B)(6) 2017, treatment with intravenous amikacin at a dose of 400 mg daily was initiated for panperitonitis hysterotomy wound infection. On (B)(6) 2017, treatment with immunoglobulin human normal was completed. On (B)(6) 2017, treatment with amikacin was completed. On (B)(6) 2017, although the pyrexia did not resolve with meropenem and amikacin, anaerobes were detected on culture, and antibiotic medication was changed to intravenous metronidazole (anaemetro) at a dose of 2 g daily, and to intravenous ampicillin sodium/sulbactam sodium (sulbacillin) at a dose of 3 g daily on (B)(6) 2017, and the body temperature tended to decrease. On (B)(6) 2017, the treatment with meropenem was completed. On (B)(6) 2017, the treatment with metronidazole was completed. On (B)(6) 2017, the treatment with ampicillin sodium/sulbactam sodium was completed. On (B)(6) 2017, wbc count was 6.4 x 10e3/mcl, rbc count was 309 x 10e4/mcl, hemoglobin was 9.6 g/dl, mcv was 99 fl, platelet volume was 9.9 fl, neutrophil percentage was 66.5%, lymphocyte percentage was 23.7%, pt-inr was 1.09. The same day, patient's blood data improved and she was discharged from the hospital. On (B)(6) 2017, the events of panperitonitis and hysterotomy wound infection resolved. Corrective treatment: disseminated intravascular coagulation (dic) treatment including at-iii preparation and thrombomodulin alfa for coagulation abnormality; meropenem, amikacin, metronidazole, ampicillin sodium/sulbactam sodium, immunoglobulin human normal and re-laparotomy for panperitonitis and hysterotomy wound infection; intra-peritoneal irrigation with drainage and hysterotomy for panperitonitis; total hysterotomy for hysterotomy wound infection. Outcome: recovered/ resolved for panperitonitis and hysterotomy wound infection; unknown for coagulation abnormality. A product technical complaint was initiated with (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance the all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Peritonitis: reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable/ reporting obstetrician/gynecologist's comment: other possible causative factors for the event were unknown. During the re-laparotomy, the most intense inflammation was observed in the seprafilm application site, forming an abscess. No failure of the sutures was observed, and the section of the removed uterus showed no pus in the inner cavity. Therefore, the event was considered to be panperitonitis extended from the seprafilm application site. Although the causal relationship was unknown, some kind of involvement was strongly suspected/ seriousness criterion: hospitalization or prolongation for coagulation abnormality and hysterotomy wound infection. Additional information was received on 19-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 28-apr-2017 from the medical doctor. The age of the patient was updated. The medical history and concomitant medication were added. The events of coagulation abnormality and hysterotomy wound infection were added with details and the event of peritonitis was updated to panperitonitis. The symptoms of intense pain and tight feeling of abdomen, intense pain and tight feeling of abdomen, tenderness in the entire abdomen and pyrexia/body temperature was 39.2 degree c were added for the event of panperitonitis. The procedure of seprafilm placement was mentioned in detail. The relevant lab data was added. The corrective treatment for the event of panperitonitis was added and the event stop date was updated. The reporting obstetrician/gynecologist's comment was added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-apr-2017: this case concerns a female patient who has used seprafilm for postoperative adhesion and later had coagulation abnormality. The event is temporally related with the drug, however, the role of concomitant medication heparin calcium cannot be undermined.